Event description:
A female patient contacted lifecor customer support to report that the battery charger smelt like it was "burnt up", and that one battery pack would not charge at all. Support sent the patient a replacement battery pack and battery charger.

Manufacturer narrative:
Battery charger - 08/2006, battery pack - 10/2007. Device evaluation summary: device evaluations of battery chargerand battery pack have been completed. The reported problem was confirmed. The cause of the battery pack not charging completely was corrosion on the circuit board of the battery charger where the battery connector attaches. Multiple solder joints inside the charger had corrosion and rust on them. The root cause of the corroded circuit board was probably liquid spillage into the battery well area of the charger. The battery charger was scrapped. Battery pack passed all functional tests. It was restocked. No adverse event resulted from the damaged charger. The patient received a replacement battery pack and charger.